Event description:
During normal catheterization procedure of a female the following was reported: "attempted pw of mid-lad. Very tortuous vessel. Dissection proximal to lesion occurred. Pw removed. Attempted to re-cross for approx 30 mins. Finally successful with pro-water flex wire. Then introduced pilot 50 guidewire. Attempted ptca of dissection with maverick balloon. Spiral dissection then occurred. Attempted to place jostent (unsuccessful). Taxus stent placed proximal in hopes of improving lumen access. Perforation then occurred. Patient went emergency to or." Comment: pw=pressurewire sensor from radi medical systems.

Manufacturer narrative:
Pw was used together with a range of other devices during the described procedure. The device has not been returned for evaluation. The described incident is a known risk with catheterization procedure and is addressed as a possible adverse event in the instructions for use. The event description does not indicate any malfunction.